Event description:
It was reported that pump had damage to charging port and charging cord fit loosely in it. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 12 pro max / 3.5.1 / ios_18.3.5.